Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use the staff noted there was no ap signal coming from the fluid fill transducer. As a result, the iabp was swapped out. There was no patient outcome reported by the hospital.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of ap signal coming from the fluid fill transducer missing was confirmed by the field service engineer; however, the returned cpu board was too damaged to analyze upon receipt of the device. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: the iabp was serviced and the field service engineer (fse) found that the front-end board is not reading ap signal from the transducer.

Manufacturer narrative:
Qn#: (B)(4). The iabp was serviced and the field service engineer (fse) found that the front-end board is not reading ap signal from the transducer.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use the staff noted there was no ap signal coming from the fluid fill transducer. As a result, the iabp was swapped out. There was no patient outcome reported by the hospital.